Manufacturer narrative:
(B)(4). UDI - n/a. Concomitant medical products: 115734,comprehensive nano humeral component pps, 488240; 113032,comprehensive versa-dial humeral head, 559620; 113952,modular hybrid glenoid base, 215380; pt-113950,modular hybrid glenoid post¿regenerex, 053290. Foreign country: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10668, 0001825034-2018-10669, 0001825034-2018-10670. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient had initial left comprehensive anatomic nano arthroplasty. Subsequently, patient began experiencing severe pain and limited range of motion four (4) years post initial surgery. An open biceps tenotomy and open ac joint excision were performed to treat the pain. Outcome of treatment is pending. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). X-rays and medical history of the patient were reviewed and the reported event was not confirmed. As per the x-ray review and medical history, there was no glenoid radiolucency, osteolysis or migration. Additionally, there was no humeral radiolucency, osteolysis, migration, or subsidence. There was also no bone fracture or scapular notching noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided however, it was noted the pain occurred after patient was swimming which may have contributed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.